Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt. A 6.0 x 40, 75 cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. Another 6.0 x 40, 75 cm mustang¿ balloon catheter was then advanced for additional dilatation and inflated up to 15 atmospheres, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath, the returned device was again attached to encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon approximately 10mm proximal to the proximal edge of the distal markerband. No issues were identified with the balloon materiel that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. Another 6.0 x 40, 75cm mustang balloon catheter was then advanced for additional dilatation and inflated up to 15 atmospheres, and the procedure was completed. No patient complications were reported.